Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A light in the main lamp of the subject device was dim at an unspecified timing. There was no report of patient injury associated with this event.